Event description:
It was reported that the customer's insulin pump alarmed and error while holding the activate button during the manual prime. Advised that the insulin pump will be replaced as the force sensor did not detect the reservoir and revert back to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.